Manufacturer narrative:
An investigation was conducted to review customers complaints regarding the new axsym tdm/transplant disk that was released in 2006 which did not contain the digoxin ii assay file. The root cause was a procedural error to the documentation. Digoxin ii labeling was inadequately assessed during the assessment of impact of the design change to the axsym tdm/transplant disk to other assays (ie digoxin ii). The customer communication letter instructed the customer to continue using axsym tdm/transplant disk to install the digoxin ii assay. The axsym digoxin ii package insert was revised in 2008 to only list assay disk that contain the axsysm digoxin ii assay file. A new axsym digoxin ii specific assay disk is anticipated to be available to axsym digoxin ii customers by seven months later. This is a final report.

Event description:
The customer stated that the axsym digoxin ii reagent protocol does not appear when axsym tdm diskette is installed. The axsym digoxin ii reagent is not mentioned in the axsym tdm diskette instructions as well. The customer installed an older diskette in order to solve the issue. There was no impact to pt management reported.